Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. All available information was investigated and the reported detachment of device component (distal blue end of the clip introducer) was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported detachment of device component (distal blue end of the clip introducer) appears to be related to a potential product quality issue. The investigation determined a potential product quality issue was identified based on the reported issue and observed detachment of the distal part of the clip introducer. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the distal end clip introducer detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. However, after clip deployment while removing the clip introducer from the steerable guide catheter (sgc) hemostatic valve, the cylindrical tip/distal blue end of the clip introducer completely separated from the rest of the clip introducer; a portion remained stuck inside the hemostatic valve of the sgc. The operator immediately closed off the cylindrical tip portion of the clip introducer that remained in the sgc hemostatic valve with a finger preventing any air from entering the system. No leak was noted, no air entered the patient. The remaining portion was removed from the hemostatic valve using klemmer forceps. Two additional clips were implanted using the same sgc. The mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.